Manufacturer narrative:
The product was not returned for analysis, the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 02/11/2009, 02/13/2009, and 02/27/2009 by phone, fax, and mail. Additional info was received by phone on 02/11/2009. A completed questionnaire has not been received. This report was mailed to FDA on: 03/12/2009.

Event description:
A consumer reported seeing a black line in his peripheral vision following intraocular lens (iol) implant surgery. The consumer reported that he was using over the counter reading glasses for his near vision. Additionally, the pt reported seeing a "bubble" on his right eye near the pupil that was causing him to blink all the time. Consumer reported his eye was very scratchy and itching. These symptoms were unrelieved by moisture drops. The surgeon reported that he was not blaming the iol, but rather feels symptoms may be more related to the pts' personality. Additional info has been requested.